Manufacturer narrative:
09-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Piece of material like plastic (hard to tear) inside me- vagina [foreign body in reproductive tract]. Found a piece of something (feels sort of like plastic and it's hard to tear it) when removing tampon [product contamination physical]. Consumer sent e-mail stating she found a piece of something that felt like plastic and was hard to tear when she removed her tampon. Then hours later she found another piece of the material inside of her. No serious injury was reported.

Event description:
Piece of material like plastic (hard to tear) inside me- vagina [foreign body in reproductive tract] found a piece of something (feels sort of like plastic and it's hard to tear it) when removing tampon [product contamination physical] consumer sent e-mail stating she found a piece of something that felt like plastic and was hard to tear when she removed her tampon. Then hours later she found another piece of the material inside of her. No serious injury was reported.

Manufacturer narrative:
15-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of material like plastic (hard to tear) inside me- vagina [foreign body in reproductive tract]. Found a piece of something (feels sort of like plastic and it's hard to tear it) when removing tampon [product contamination physical]. Case description: consumer sent e-mail stating she found a piece of something that felt like plastic and was hard to tear when she removed her tampon. Then hours later she found another piece of the material inside of her. No serious injury was reported.